Event description:
A patient underwent revision surgery of a 3 level cervical fusion due to bone complications in 2006. The initial surgery took place three months earlier. It was reported that the x-ray showed a "windshield wiper" affect which was the reason for the removal/revision. The surgeon stated that, the problem was not a hardware issue but a bone complication.

Manufacturer narrative:
The windshield wiper affect seen on x-rays can be an indicator of several issues. This can indicate that there is a potential infection, loosening of hardware or loss of cancellous bone. Because it cannot be confirmed that the event is not due to a product malfunction, the event is reported.